Event description:
Device: b braun introcan 20g catheter lot #6g05258r04. When inserting the IV catheter, the nurse got "flash-back" right away and started to advance the catheter noticing resistance. Pulled out catheter and needle as one unit and the plastic catheter was almost cut in half. The needle had gone through the catheter wall. This happened two times with the same lot # on the same pt. B braun rep notified the next day. We also had reported two needlesticks from 23g introcan caths where the safety device did not engage properly after insertion. I don't have lot #s or dates.